Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead explant procedure and the patient was doing well post-operatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 17581377.